Manufacturer narrative:
The lot of the suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. The lots that were used are part# g6900240, lot w07d4942, expiration date 2015-05-23; part #g6945830, lot w07j1472, expiration date 2015-09-16; part g6945832, lot w07e5474, expiration date 2015-09-06; part #g6945834, lot w07e5476, expiration date 2015-06-14; part #g6950305, lot w07h3742, expiration date 2015-08-23, lot w07j2029, expiration date 2015-09-14; part #g6955960, lot w07c2393, expiration date 2015-03-23; part #g6955974, lot w07d4139, expiration date 2015-05-15. The manufacture date for lot w07d4942 is 2007-04-25; the manufacture date for lot w07j1472 is 2007-09-11; the manufacture date for lot w07e5474 is 2007-05-31; the manufacture date for lot w07e5476 is 2007-05-31; the manufacture date for lot w07h3742 is 2007-08-21; the manufacture date for lot w07j2029 is 2007-09-12; the manufacture date for lot w07c2393 is 2007-03-15; the manufacture date for lot w07d4139 is 2007-04-20.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure at c1-2. It was reported that 10 days post-op that construct was loosening, however, the patient was discharged from the hospital. Four months post-op, it was confirmed that bone union had been completed. Thirteen months post-op, the patient was hospitalized because of deterioration of quadriplegia. The patient underwent a revision surgery to fix the construct. The patient was discharged from the hospital 17 days after the revision. No additional complications were reported.